Event description:
It was reported that during a plastic surgery procedure which are taking longer, the isolating tip breaks off. Parts fell into the patient and had to be removed during the same procedure (no additional surgery needed). No patient consequence reported.

Manufacturer narrative:
(B)(4). Date of event: only event year known 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.